Manufacturer narrative:
The t:slim pump user guide warns against filling the infusion set tubing while the tubing is connected to the body as it will result in an unintended delivery of insulin. The product has not been returned for eval. Should new relevant info become available a supplemental report will be submitted.

Event description:
Received info that alleges customer delivered unintended units of insulin during fill tubing. Reportedly, the customer's blood glucose level dropped (75 mg/dl), but customer ate a biscuit to bring blood glucose level back to normal.